Event description:
The pt was undergoing laparoscopic hysterectomy and bilateral oophorectomy using davinci robot. The procedure required insertion of the rumi manipulator into cervix for manipulation of the uterus. A 10cm cannula was placed on the rumi manipulator and a 3cm koh cup was used. Stay sutures of 0 vicryl were placed at 3 and 9 o'clock on the cervix and the rumi was placed without difficulty. Surgery progressed as expected until the surgeon opened anterior vagina and could not visualize the white on the rumi manipulator or the blue koh cup. On inspection, the koh cup had slipped out of the notch on the handle and allowed the cup to slip back. Additional surgery of approx 30 mins was performed to dissect tissue and verify that no injury had been sustained to the ureters. With no evidence of injury, the procedure ended and the pt was discharged.

Manufacturer narrative:
The koh-efficient rumi 3.0 involved in this event was tested and found to lock in place and could not be unlocked without releasing or damaging the locking tab with excessive force. The returned product tested to specification. (B)(4).